Event description:
It was reported that a diamondback 360 coronary orbital atherectomy device (oad) and a viperwire advance coronary guide wire with flex tip was attempted to be used for treatment of 90% stenosed, heavily calcified and heavily tortuous lesion in right coronary artery (rca) number two. The vessel was primary wired with non-abbott guide wire which was exchanged with viperwire. The viperwire was delivered to distal rca number four artery. There was mild wire bias. The oad was spun on low speed to treat rca number two, but the crown reached the distal rca number four artery. When the oad was retracted, the viperwire was observed to be fractured. It is believed the fracture occurred when the crown temporarily moved to an opaque area during angiography. The fractured component was snared. A new viperwire was used to continue. The procedure was completed with no adverse patient consequences. In the opinion of the physician, it is possible the viperwire fractured due to oad crown jumping and making contact with viperwire tip. The physician has no concerns about potential long-term risk outcomes.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a diamondback 360 coronary orbital atherectomy device (oad) and a viperwire advance coronary guide wire with flex tip was attempted to be used for treatment of 90% stenosed, heavily calcified and heavily tortuous lesion in right coronary artery (rca) number two. The vessel was primary wired with non-abbott guide wire which was exchanged with viperwire. The viperwire was delivered to distal rca number four artery. There was mild wire bias. The oad was spun on low speed to treat rca number two, but the crown reached the distal rca number four artery. When the oad was retracted, the viperwire was observed to be fractured. It is believed the fracture occurred when the crown temporarily moved to an opaque area during angiography. The fractured component was snared. A new viperwire was used to continue. The procedure was completed with no adverse patient consequences. In the opinion of the physician, it is possible the viperwire fractured due to oad crown jumping forward and making contact with viperwire tip. No resistance was felt when advancing the oad. The physician has no concerns about potential long-term risk outcomes.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis and detailed analysis were performed on the returned device. The reported spring tip fracture is confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported spring tip fracture appears to be related to user error. The guide wire was returned fractured at the spring tip. Detailed analysis showed evidence that the spinning driveshaft of the oad contacted the spring tip resulting in the fracture. The diamondback 360® coronary orbital atherectomy system instruction for use (IFU), warns: ¿monitor, under fluoroscopy, the positional relationship between the radiopaque shaft tip of diamondback 360 coronary orbital atherectomy device (hereinafter referred to as ¿oad¿) and the viperwire guide wire spring tip. Always keep at least 5 mm of distance between the distal end (tip) of the oad driveshaft and the proximal end of the viperwire guide wire spring tip. [If the distance between the driveshaft tip and the viperwire guide wire spring tip is insufficient, the driveshaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip.]¿ based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.